Manufacturer narrative:
(B)(4). The device was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. A review of the device history records indicated that the serial number was released meeting all specifications as manufactured. Concomitant devices capump1, cart1 and ca15l1 were also returned and the investigations did not identify anything that would have caused or contributed to the reported event. The devices was found to function normally and within specification. A review of the device history records indicated that the serial numbers was released meeting all specifications as manufactured and the lot # had no entries potentially pertinent to the customer's report. Concomitant devices ca190rc1, rfasw and campa have not been received for evaluation. A review of the device history records indicated that the serial numbers were released meeting all specifications as manufactured.

Event description:
The customer reported according to additional/clarification of pathology notes ablated tumor was received and post ablation CT images demonstrating presence of the ggo (ground glass opacity) in place of the target tumor. The device did deliver energy.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the cart wasn't functioning properly during an (B)(6) ablation study (right upper lobe pulmonary nodule). They removed the generator and pump from the cart and plugged them directly into the wall. Both turned on and appeared to be working correctly. However pathology results showed ablation did not occur. While the tumor was not ablated, it was fully removed from the patient through the standard of care surgical resection procedure that followed the ablation procedure as part of the study. There was no potential for negative patient outcome related to the unablated tumor.